Event description:
This lead was explanted due to a product performance issue. No other information was given. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Additional information received: this lead was explanted due to a fracture. Patient is a weightlifter and it is believed the lead became fractured while lifting weights. Lead was replaced. No additional adverse patient effects were reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.